Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged dialysis catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 27cm hemosplit chronic dialysis catheter. A complete break was observed in the red lumen extension tubing. A partial split was observed in the blue lumen extension tubing. Multiple longitudinally aligned splits were observed in the vicinities of both the complete and partial splits. Material discoloration was apparent throughout both extension tubes and on the bifurcation. The markings were smeared on the bifurcation and both clamps. Microscopic inspection of the break revealed sharply defined granular edges. The break exhibited an elliptical cross-section. Curved impressions were observed at the apices of the ellipse. Microscopic inspection of the partial split revealed compressed shape memory. The split edges were sharply defined and exhibited a dully granular texture. The location and features of the split/break indicated that the damage was caused by clamping the extension tubes. The material discoloration and marking damage indicated that the catheter was exposed to a chemical(s) substance during use which affected the mechanical properties of the extension tubing. This exposure may have been the result of catheter sanitation efforts. The product IFU warns ¿warning: acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin* ointment) are the preferred alternative.¿ care should be taken to use only approved substances for catheter maintenance to avoid causing this type of device failure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezc0065 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezc0065) have been reported from the same india facility. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
Allegedly, 27 cm catheter was placed. Again, this replaced hemosplit 27cm got fractured with in a week in the place of clamp in both the luers.